Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No, lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vticmo13.2 implantable collamer lens, -14.0/+3.5/x140 diopter, in the patient's right eye (od) and the lens tore/broke. The lens was removed with no reported patient injury. The lens was not exchanged for another lens.